Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. All tamper seals were intact. Nda testing as per fm-dp-20085-07 performed. Battery loss alarm test: pump ran 2min 31.11sec, pump alarmed 2min 27.86sec, stop watch #6722 test: passed fm-dp-20085-08 performed. The reported issue could not be duplicated; however, the downstream occlusion sensor was replaced as preventative measure.

Event description:
Additional information was received that indicated that the event happened while setting up the pump.

Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump exhibited continuous beeping with no message. No adverse effects reported.